Event description:
A surgeon reported that the knives were not sharp as they could be during cataract procedures involving two pts; more power is required to penetrate the eye. It was noted that the knives were kept in the basic covers until ready to be used. The knives were exchanged to resolve the issue and there was no harm to the pts. The surgeon noted that the knives were inspected under the microscope, however no notches or failures were observed.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. Since no lot number was provided, a device history record review could not be performed. A root cause has not been identified. (B)(4).